Manufacturer narrative:
During testing at the service center the device cooling fan was found to be not functional while the battery was charging. During a review of the device history a s208 (canbus error) and s333 (overtemperature) malfunction alarm codes were noted. The probably cause of the s208 and s333 malfunction codes was a broken cooling fan. "The customer's reported will not pass functional test, unit will go into error was not duplicated during testing." This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device will not pass the functional test and the unit will go into error. No add'l info provided. However, during verification testing at the service center, during review of the device history a s333 (overtemperature-pmc) malfunction alarm code and a s208 (can bus error - psc) were noted. Further testing found the device cooling fan did not function while the device batter was charging.